Event description:
It was reported that the unspecified bd 8mm pen needle was unable to deliver medication. The following information was provided by the initial reporter: spouse of consumer reported needle clog during injection, consumer does prime. Consumer is using 8mm pen needles.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the unspecified bd 8mm pen needle was unable to deliver medication. The following information was provided by the initial reporter: spouse of consumer reported needle clog during injection, consumer does prime. Consumer is using 8mm pen needles.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.